Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/13/2013 with the following findings: a review of the pump history showed replace battery alarms. There was visible corrosion in the battery compartment and a crack extending from the threads to the case seal of the battery compartment. The returned battery cap was found to have stripped threads and was not able to be secured to the returned pump or a test pump. The returned battery cap height and width were found to be within the required specifications. A test cap was able to secure to the pump and was used to complete investigation. During testing, the idle, sleep, rewind and load currents were found to be within specifications. The pump failed a leak test due a battery compartment leak. The pump cover was removed and no evidence of internal moisture damage was found on the printed circuit board or any other internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a battery life issue involving moisture damage. The patient received a low battery alarm and replaced the battery when it was noticed there was moisture and corrosion in the battery compartment. The pump immediately produced a replace battery alarm after the new battery was inserted. The threads on the battery cap were worn. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.